Manufacturer narrative:
Holdrege received one hundred-twenty-five (125) 1ml, 12.7mm, 27g safetyglide syringes in three (3) unopened allergist trays and fifty (50) loose syringes. All loose syringes were noted to have the safety feature engaged upon receipt. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, all unopened samples (75 in total) were tested for both needle hub separates during removal of the shield, as well as during engagement of the safety mechanism. No failures were noted at this time with the samples provided by the customer. (B)(4) was initiated by the holdrege plant to address needle hub separates and their associated root cause(s). Safety product is to be evaluated for similar root cause(s) by the plant in an effort for continuous improvement. No additional actions at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the there was a safety failure of the 1 ml allergist tray with 27 g x 1/2 in. Bd safetyglide¿ permanently attached, regular bevel needle, after use. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation summary: customer returned (125) 1ml, 13mm, 27g bd safetyglide allergy syringes in sealed trays from lot # 7026754. Customer states that the needle portion, including the safety lock, broke free from the end of the syringe not allowing the safety guard to engage, leaving the used needle exposed. Thirty out of 125 returned syringes were tested and all were able to activate properly without any observed defects. Customer also returned photos of a 1ml, 13mm, 27g bd safetyglide allergy syringe. The attached photos were examined and the syringe exhibited the hub-needle/shield/safety mechanism assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue for further investigation. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.